Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon receipt of additional information, it was determined this product has already been reported under 0001825034-2021-01327-1. This report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to pain. It was further indicated that the instrumentation was related to the revision.